Manufacturer narrative:
There is no indication the suspect device was received by the manufacturer. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-04025 and 2122870-2011-04026.

Event description:
The affiliate alleged the customer reported elevated carcinoembryonic antigen (cea) results, above the normal reference range, for multiple patient's samples, involving access cea. This report refers to patient number one. All results were obtained from one particular reagent pack. Subsequent testing, on a new reagent pack, produced results within the normal reference range. It is unknown if the elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.